Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, it was his first set change. Later, he was going to eat dinner so checked his blood glucose and it was 68 mg/dl. So he entered the blood glucose level the device stopped him from administering insulin, so he didn't treat for meal. Customer's blood glucose was 456 mg/dl. He checked during the call and it was 375 mg/dl. Customer was advised to monitor her blood glucose to ensure they go down. No troubleshooting was done on the insulin pump. Customer is not returning the device for analysis.